Event description:
Wears a brace and tries to walk [walking difficulty]. Case narrative: initial information received on 06-mar-2023 regarding a solicited valid serious case received from the consumer, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who wears a brace and tries to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of report patient had ongoing arthritis in her knee (right). On 06-jul-2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection at a dose of 6 ml once in her right knee (lot - crsl016, expiry date: 31-mar-2025) (strength 8 mg/ml) (route: unknown) for arthritis. Since an unknown date, after an unknown latency, patient mentioned wearing a brace and tried to walk (gait disturbance), when she was asked if she followed an exercise plan. It was unknown if there were lab data/results available. Action taken: not applicable corrective treatment: wears a brace outcome: unknown reporter causality: not reported company causality: not reportable seriousness criterion: disability a product technical complaint (ptc) was initiated on 06-mar-2023 for synvisc-one (batch number: crsl016) with global ptc number: 100308256. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class had been updated to ii - (dp 07mar23). Batch # crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding 4,632 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process customer sample was not available for evaluation. Trend analysis: there were a total of 14 complaints for mother lot crsl016 and sub-batches. 100254064 crsl016b adverse event100256940 crsl016b injection site inflammation 100259684 crsl016 adverse event100259685 crsl016 adverse event100260416 crsl016 adverse event100268640 crsl016 adverse event100292589 crsl016 adverse event100308256 crsl016 adverse event100310499 crsl016 without / not enough effect100310500 crsl016 adverse event100311696 crsl016 without / not enough effect100312556 crsl016 without / not enough effect100312558 crsl016 without / not enough effect100316695 crsl016 without / not enough effect based on investigation, no CAPA (corrective and preventive action) required. There was no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis. The final investigation was completed on 12-apr-2023 with summarized conclusion as no assessment possible. Additional information received on 12-apr-2023 from other healthcare professional via quality department. Suspect product strength and expiration date added. Ptc results added. Text amended accordingly. Based upon information previously received, the incident characterization updated.

Event description:
Wears a brace and tries to walk [walking difficulty]. Case narrative: initial information received on 06-mar-2023 regarding a solicited valid serious case received from the consumer, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who wears a brace and tries to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of report patient had ongoing arthritis in her knee (right). On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection at a dose of 6 ml once in her right knee (lot - crsl016, expiry date: 31-mar-2025) (strength 8 mg/ml) (route: unknown) for arthritis. Since an unknown date, after an unknown latency, patient mentioned wearing a brace and tried to walk (gait disturbance), when she was asked if she followed an exercise plan. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: wears a brace. Outcome: unknown. Reporter causality: not reported. Company causality: not reportable. Seriousness criterion: disability. A product technical complaint (ptc) was initiated on 06-mar-2023 for synvisc-one (batch number: crsl016) with global ptc number: 100308256. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class had been updated to ii - (dp 07mar23). Batch # crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding 4,632 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process customer sample was not available for evaluation. Trend analysis: there were a total of 14 complaints for mother lot crsl016 and sub-batches. 100254064 crsl016b adverse event100256940 crsl016b injection site inflammation 100259684 crsl016 adverse event 100259685 crsl016 adverse event 100260416 crsl016 adverse event 100268640 crsl016 adverse event100292589 crsl016 adverse event100308256 crsl016 adverse event100310499 crsl016 without / not enough effect100310500 crsl016 adverse event100311696 crsl016 without / not enough effect100312556 crsl016 without / not enough effect100312558 crsl016 without / not enough effect100316695 crsl016 without / not enough effect based on investigation, no CAPA (corrective and preventive action) required. There was no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis. The final investigation was completed on 12-apr-2023 with summarized conclusion as no assessment possible. Additional information received on 12-apr-2023 from other healthcare professional via quality department. Suspect product strength and expiration date added. Ptc results added. Text amended accordingly.

Event description:
Wears a brace and tries to walk [walking difficulty] . Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64 years old female patient who wears a brace and tries to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of report patient had ongoing arthritis in her knee (right) on (B)(6) 2022, the patient received synvisc one injection at a dose of 6 ml once in her right knee (lot - crsl016) (expiry date, strength: unknown) for arthritis. Since an unknown date, after an unknown latency, patient mentioned wearing a brace and tried to walk (gait disturbance) (disability), when she was asked if she followed an exercise plan. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: wears a brace. Outcome: unknown. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 09-mar-2023: this case involves a 64 years old female patient who wears a brace and tries to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.